Event description:
It is reported that the ball detached from the surface inserter, but it didn't fall in surgical area. There was no harm to the patient.

Manufacturer narrative:
Evaluation summary: two design changes have been implemented to reduce the likelihood of disassembly of these devices. First "do not dis-assemble" has been etched on the side of the lever arm. Secondly, a welded cross pin has been added to secure the lever arm retaining screw onto the device. It is likely based on the report that the device involved in this case was manufactured prior to the change to the welded cross pin, however that cannot be confirmed since the lot number is unknown. The likely cause for the reported event is field disassembly. However, the exact cause cannot be determined with the information available. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable.